Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for end-of-life (eol) battery status. The patient had several episode of ventricular fibrillation that were not treated due to a fault code 01- long charge time. The device was replaced, and will be returned for analysis. It was unclear when eol was reached.